Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a moderately calcified left anterior descending artery. Pre-dilatation was performed with an unspecified balloon catheter. Intravascular ultrasound was performed. A 2.5 x 23 mm absorb gt1 scaffold was implanted. Post-dilatation was performed with an unspecified balloon catheter. On (B)(6) 2017 while visiting family in (B)(6), the patient was admitted to (B)(6) hospital where in-scaffold thrombosis was confirmed. The thrombosis was treated with an unspecified drug-eluting stent. It is unknown if the patient was compliant with dual antiplatelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.